Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was recieved that the reason for battery explant procedure was due to patient wanted a newer programming technology. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.